Event description:
It was reported that the suction irrigator instrument was defective. The instrument was not used on the patient and the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the suction irrigator instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a completely broken distal clevis at the base of the main tube. The broken piece was not returned. The whole distal end of the instrument was missing. This resulted to broken cables at the distal end (i.e snake wrist pitch cable). Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.